Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that death occurred. In (B)(6) 2011, the patient presented silent myocardial ischemia. The 66% stenosed target lesion was located in a bifurcation area. A 12 x 2.50mm taxus® liberté® stent was implanted in the target lesion and the procedure was completed. On the same day, the silent myocardial ischemia became less severe and the patient was continuously taking antiplatelet medications. In (B)(6) 2013, the patient died. The cause of death is unknown and no further information will be available.